Event description:
Procedure: stress urinary incontinence. According to the reporter: the pt alleged injury.

Manufacturer narrative:
(B)(4).

Event description:
(B)(6) 2007-(B)(6) 2008 - complains of sui and urinary incontinence - did well for about a year and a half, started having progressively worsening incontinence, , nocturia, urgency and urge related incontinence, vaginal area is "enlarged" and devoid of muscle tone and she needs to insert her finger into the vagina to press down every time she has bowel movement. Rectal examination showed a moderate mid rectocele and a much thickened perineal body - urodynamic revealed stress incontinence with intrinsic sphincter deficiency - urinalysis positive - recurrent sui after sling procedure, mixed urinary incontinence symptoms, urinary frequency and urgency, pelvic floor muscle weakness and difficulty with stool evacuation - scheduled for posterior colporrhaphy, rectocele repair and tvt additional implant (gynecare tvt) surgery: (B)(6) 2008 - underwent posterior colporrhaphy for stage 2 rectocele, tension-free tape suburethral sling for stress urinary incontinence and intrinsic sphincter deficiency and cystourethroscopy complications post additional implant surgery: (B)(6) 2009 - she was doing well. She had minimal pain and is not straining for her bowel movements - vaginal incisions are intact and healing well. There is still suture material in place (B)(6) 2010 - has occasional urinary incontinence as well as urgency but does not have a definite history of retention - also complaints of dysuria - probable clinical urinary tract infection. (B)(6) 2010 - negative for dysuria, hematuria, change in frequency or volume. (B)(6) 2011-(B)(6) 2012 - still with incontinence, but more urge incontinence than sui, has urinary urgency and increased frequency of urination, burning and irritation - occasional pain in the area of her bladder. Mesh sling palpable below thin mucosa, but no erosion present. Non-tender in area of mesh sling - cystocele grade I, rectocele low moderate - urinalysis: positive - overactive bladder, urge incontinence, vaginal atrophy, postmenopausal atrophic vaginitis, rectocele and cystocele without mention of uterine prolapse midline and uti - follow-up as needed (medical records further to (B)(6) 2012 are extraneous to covidien mesh case upon review).

Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of c.r. Bard, inc.